Event description:
Sorin group (B)(6) received a report that the s5 roller pump displayed an error during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(6) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group (B)(6) received a report that the s5 roller pump displayed an error during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.